Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer's blood glucose level was 157mg/dl. The customer alleged the occlusions were caused by the long infusion set tubing. The customer performed their own troubleshooting and verified insulin was dripping out of the infusion tubing. As the customer was not receiving an occlusion alarm when tandem technical support was contacted, troubleshooting to determine a possible cause of the occlusion could not be performed.